Event description:
It was reported that during a stenting procedure, stent damage was noted. The location of the lesion was unspecified. While attempting to introduce the taxus liberte 12mm x 2.25mm drug-eluting stent system into an unspecified catheter, stent damage was noted and the device was deemed unusable. The procedure was completed with a different device. No patient injuries or complications were reported as a result of the event. The patient's status was reported as fine.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A batch review could not be performed as the batch is unknown. The most probable root cause is operational context due to anatomical/procedural factors encountered during the procedure and the performance was limited. Product unavailable for analysis.